Event description:
It was reported that during a device check the right ventricular (rv) lead was found to have high thresholds and high impedance. It was also noted that the right atrial (ra) lead had no sensing and no capture. Both the rv and ra leads were replaced. During the lead revision it was noted that the rv lead had a fracture due to clavicle crush and the helix would not retract. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 5076-45 a proximal portion was received measuring 21.5 cm. A distal portion was received measuring 21.5 cm. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood ,the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sdr303b, implanted: (B)(6) 2004;product ID 5076-35, implanted: (B)(6) 2004. (B)(4).